Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-00190. It was reported that during a stenting treatment procedure withdrawal difficulty occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 325cm rotawire guide wire was advanced to the lesion followed by a 3.00x20mm taxus liberte stent delivery system (sds); however, the two devices became stuck together during the advancement of the sds. As the physician was removing the devices from the patient it was noted that withdrawal resistance was encountered. The devices were removed together as a single unit from the patient and it was noted that there was a kink on the shaft of the taxus liberte sds. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is good.